Event description:
It was reported that the patient was having pain at the implantable pulse generator (ipg) site. The patient underwent a pocket site and lead revision procedure wherein the ipg was pulled up and the lead was pulled down to get better coverage. The device remains implanted in the patient and in use. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), and batch: 7152097/7152098.